Manufacturer narrative:
Date of event: at the time of this report, the date of the event is unknown. Unique identifier (UDI#): unknown since serial number was not provided. Catalog #: the complete catalog # is unknown as the serial number was not provided. Serial number and expiration date: unknown, as the serial number was not provided. Implant date: if implanted, give date: unknown, not provided. Explant date: if explanted, give date: na (not applicable). There is no indication at the time of this report that the lens has been explanted. Initial reporter phone number: (B)(6). (B)(4). PMA 510(k): this report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. Device manufacture date: unknown, since serial number is unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient who was implanted with an intraocular lens (iol), model zcb00v at another eye clinic was unhappy with their visual acuity. The visual acuity is 0.6(20/33). The doctor stated that the aberration was not good at the examination. The doctor has a plan for explanting this iol. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Additional device evaluation: the zcb00v lens was tested for modulation transfer function (mtf) under the following conditions: average cornea eye model (ace cornea) - mtf at 50 c/mm in the mtf unit for 5mm aperture with monochromatic light. The lens passed the above acceptance criterion for mtf, demonstrating that the zcb00v lens meets optical design specifications for image quality. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information: through follow up it was learned a zcb00v 19.0 diopter was explanted on (B)(6) 2016 and was replaced with a non amo device. Date of event: (B)(6) 2016. Serial number: (B)(4). Catalog: zcb00v0190. Expiration date: 11/9/2018. UDI #: (B)(4). If implanted; give date: (B)(6) 2016. If explanted; give date: (B)(6) 2016. Device manufacture date: 11/9/2013. Device available for evaluation ¿ yes, returned to manufacturer on 11/11/2016. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification was performed and cosmetic damages were observed on the lens optical zone that could be related to the explant process reported and / or return handling. Measurement of the intraocular lens quality (miq) was performed and results were within manufacturing specification. The device issue could not be confirmed in the returned sample. A manufacturing record evaluation was performed. The manufacturing process was evaluated and the lenses were manufactured within specifications. The units were released according to specification. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr) related to the complaint. The units were released according specification in compliance with the product intended use as required. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.